Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software intermittently suspended insulin delivery inappropriately. Customer's blood glucose ranged between 150-200 mg/dl. In a follow-up email, the customer reported the issue was resolved.